Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. The electrode was returned in two pieces and there was induced explant damage noted to the lead body. Furthermore, resistance testing confirmed the electrode was fractured and visual examination determined the fracture was located approximately 326mm from the terminal pin, in the area distal to the sensing electrode. The insulation in this area also exhibited fracture damage through to the sensing cable and high voltage cable. Based on the analysis results, the fracture appears to be the result of cyclic fatigue at the fracture site. In december 2020, boston scientific issued an advisory notification regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population.

Event description:
It was reported that this electrode was exhibiting high shock impedance measurements causing the patient's device to emit tones. An x-ray taken of the electrode showed a fracture. Some oversensing of non-physiological artifacts were able to be recreated on the primary vector. At this time the tachy therapy of the system has been programmed off and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was exhibiting high shock impedance measurements causing the patient's device to emit tones. An x-ray taken of the electrode showed a fracture. Some oversensing of non-physiological artifacts were able to be recreated on the primary vector. At this time the tachy therapy of the system has been programmed off and the electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that this electrode was exhibiting high shock impedance measurements causing the patient's device to emit tones. An x-ray taken of the electrode showed a fracture. Some oversensing of non-physiological artifacts were able to be recreated on the primary vector. At this time the tachy therapy of the system has been programmed off and the electrode remains in service. No adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the electrode was explanted. No additional adverse patient effects were reported. The electrode has been returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this electrode was exhibiting high shock impedance measurements causing the patient's device to emit tones. An x-ray taken of the electrode showed a fracture. Some oversensing of non-physiological artifacts were able to be recreated on the primary vector. At this time the tachy therapy of the system has been programmed off and the electrode remains in service. No adverse patient effects were reported.